Event description:
It was reported that on (B)(6) 2023 during a selenia dimensions procedure the c-arm moved uncommanded from 0 to 100 degrees. No injury to the patient or staff reported. A field engineer examined the equipment and found that the gantry switches were not functioning. Both switches were replaced and the system is not performing per manufacturer´s specifications. No other information is available.